Event description:
Event description guidant received information that these epicardial pacing leads were surgically abandoned when noted to not sense any activity, nor could capture be gained at full outputs on the pacing systems analyzer (psa).,